Event description:
Literature: servello d, sassi m, brambilla a, defendi s, porta m. Long-term post-deep brain stimulation management of a series of 36 patients affected with refractory gilles de la tourette syndrome. Neuromodulation: technology at the neural interface. 2010;13(3):187-194. Summary: the authors report on a large series of patients with severe tourette's syndrome treated with deep brain stimulation (dbs). Thirty six patients were included since (B)(6) 2004. Follow-up evaluations were performed every three months. The authors indicate a significant improvement in all the evaluation scales considered tic manifestations and comorbid features. Event: one extension cable "ruptured" in (B)(6) male patient who was implanted in (B)(6) 2005. No revision surgery had been planned at the time of publication. See MFR report #3007566237-2011-04631 for a copy of the literature article.

Manufacturer narrative:
(B)(4). A copy of the article can be obtained at http://onlinelibrary.wiley.com/. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.